Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('physical pain / pain / pelvic area pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis since (B)(6) 2011, obesity, grand multiparity, anemia, tobacco abuse, localised muscle pain, epicondylitis, lateral epicondylitis, allergic rhinitis, unspecified cause of encephalitis, overweight, neuromyopathy, ankle sprain, tobacco abuse, demyelinating disease of central nervous system, unspecified, visual impairment, optic neuritis, urine incontinence, blurry vision, numbness, stenosis and adenomyosis. Concomitant products included amitriptyline from 21-jul-2011 to 21-nov-2012 and sertraline from 21-jul-2011 to 21-nov-2012 for depression and anguish as well as citalopram, esomeprazole from 21-jul-2011 to 21-nov-2011, ferrous fumarate, ibuprofen from 22-jul-2011 to 21-jul-2012, norethisterone (norethindrone), ondansetron, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012, prednisone from 21-jul-2011 to 21-jan-2012, salsalate from 21-jul-2011 to 19-oct-2011, tizanidine and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper ("pain: stomach"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy((bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, depression, anxiety, nausea, dyspareunia, weight increased and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain upper was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, anxiety, depression, device expulsion, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure conformation test -plaintiff did not underwent for essure confirmation test. Against essure device was successfully occluded. Current weight 135 lbs. The device was deployed. Following deployment four coils of the device were visible extruding from the os discrepancy noted in date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2014: impression: normal renal ultrasound. Lot number: 787227 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis since (B)(6) 2011, obesity, grand multiparity, anemia, tobacco abuse, localised muscle pain, epicondylitis, lateral epicondylitis, allergic rhinitis, unspecified cause of encephalitis, overweight, neuromyopathy, ankle sprain, tobacco abuse, demyelinating disease of central nervous system, unspecified, visual impairment, optic neuritis, urine incontinence, blurry vision, numbness and stenosis. Concomitant products included amitriptyline from (B)(6) 2011 to (B)(6) 2012 and sertraline from (B)(6) 2011 to (B)(6) 2012 for depression and anguish as well as esomeprazole from (B)(6) 2011 to (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2012, oxycodone;paracetamol since (B)(6) 2012, prednisone from (B)(6) 2011 to (B)(6) 2012 and salsalate from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper ("pain: stomach"). The patient was treated with surgery (hystectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage had resolved and the menorrhagia, depression, anxiety, nausea, dyspareunia, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure conformation test -plaintiff did not underwent for essure confirmation test. Against essure device was successfully occluded. Current weight 135 lbs. The device was deployed. Following deployment four coils of the device were visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('physical pain / pain / pelvic area pain') in a 30-year-old female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis since (B)(6) 2011, obesity, grand multiparity, anemia, tobacco abuse, localised muscle pain, epicondylitis, lateral epicondylitis, allergic rhinitis, unspecified cause of encephalitis, overweight, neuromyopathy, ankle sprain, tobacco abuse, demyelinating disease of central nervous system, unspecified, visual impairment, optic neuritis, urine incontinence, blurry vision, numbness, stenosis and adenomyosis. Concomitant products included amitriptyline from (B)(6) 2011 to (B)(6) 2012 and sertraline from (B)(6) 2011 to (B)(6) 2012 for depression and anguish as well as citalopram, esomeprazole from (B)(6) 2011 to (B)(6) 2011, ferrous fumarate, ibuprofen from (B)(6) 2011 to (B)(6) 2012, norethisterone (norethindrone), ondansetron, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012, prednisone from (B)(6) 2011 to (B)(6) 2012, salsalate from (B)(6) 2011 to (B)(6) 2011, tizanidine and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper ("pain: stomach"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy((bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, depression, anxiety, nausea, dyspareunia, weight increased and urinary tract infection outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, anxiety, depression, device expulsion, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure conformation test -plaintiff did not underwent for essure confirmation test. Against essure device was successfully occluded. Current weight 135 lbs. The device was deployed. Following deployment four coils of the device were visible extruding from the os discrepancy noted in date of removal: (B)(6) 2014. Patient received treatment for : pain , abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6) 2014: impression: normal renal ultrasound. Lot number: 787227; manufacture date: 2010-10; expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: pain , abnormal bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('physical pain / pain / pelvic area pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis since (B)(6)2011, obesity, grand multiparity, anemia, tobacco abuse, localised muscle pain, epicondylitis, lateral epicondylitis, allergic rhinitis, unspecified cause of encephalitis, overweight, neuromyopathy, ankle sprain, tobacco abuse, demyelinating disease of central nervous system, unspecified, visual impairment, optic neuritis, urine incontinence, blurry vision, numbness, stenosis and adenomyosis. Concomitant products included amitriptyline from (B)(6)2011 to (B)(6)2012 and sertraline from (B)(6)2011 to (B)(6)2012 for depression and anguish as well as citalopram, esomeprazole from (B)(6)2011 to (B)(6)2011, ferrous fumarate, ibuprofen from (B)(6)2011 to (B)(6)2012, norethisterone (norethindrone), ondansetron, oxycodone hydrochloride;paracetamol (percocet) since (B)(6)2012, prednisone from (B)(6)2011 to (B)(6)2012, salsalate from (B)(6)2011 to (B)(6)2011, tizanidine and zolpidem. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper ("pain: stomach"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy((bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, menorrhagia, depression, anxiety, nausea, dyspareunia, weight increased and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain upper was resolving and the vaginal haemorrhage had resolved. The reporter considered abdominal pain upper, anxiety, depression, device expulsion, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure conformation test -plaintiff did not underwent for essure confirmation test. Against essure device was successfully occluded. Current weight 135 lbs. The device was deployed. Following deployment four coils of the device were visible extruding from the os discrepancy noted in date of removal: (B)(6)2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound abdomen - on (B)(6)2014: impression: normal renal ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs received: new event-migration of essure device location of device: uterus was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area pain') in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis since (B)(6) 2011, obesity, grand multiparity, anemia, tobacco abuse, localised muscle pain, epicondylitis, tennis elbow, allergic rhinitis, unspecified cause of encephalitis, overweight, neuromuscular disorder nos, ankle sprain, tobacco abuse, demyelinating disease of central nervous system, unspecified, visual impairment, optic neuritis, urine incontinence, blurry vision, numbness and stenosis. Concomitant products included amitriptyline from (B)(6) 2011 to (B)(6) 2012 and sertraline from (B)(6) 2011 to (B)(6) 2012 for depression and anguish as well as esomeprazole from (B)(6) 2011 to (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2012, oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) since (B)(6) 2012, prednisone from (B)(6) 2011 to (B)(6) 2012 and salsalate from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain upper ("pain: stomach"). The patient was treated with surgery (hysterotomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain upper was resolving, the vaginal haemorrhage had resolved and the menorrhagia, depression, anxiety, nausea, dyspareunia, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, dyspareunia, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure conformation test -plaintiff did not underwent for essure confirmation test. Against essure device was successfully occluded. Current weight (B)(6) lbs. The device was deployed. Following deployment four coils of the device were visible extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Case become incident. New reporter's was added. Lot number was added. Added events - abnormal bleeding (vaginal, menorrhagia), infection( bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), nausea, stomach pain, weight gain. Date of insertion and date of removal were added. Event onset date added. Updated outcome for vaginal bleeding from unknown to recovered/ resolved. For pain outcome updated from unknown to recovering/ resolving. Concomitant drugs were added. Medical history was added. Patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.